Event description:
It was reported that following a sling procedure in late 2007, the pt experienced pain in her pelvic region and vaginal pain on her left side. The pt's condition was diagnosed in the doctor's office. The pt was given pre-operative antibiotics and post-operative antibiotics. The doctor suspected that he had placed the mesh too tight. The pt is scheduled for a surgical procedure in 2008. No further complications were reported.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unk, therefore, no review of device history record could be performed. Per the instructions for use in the precautions section, it states that the proper placement of the mesh sling implant at the mid-urethra requires that it lie flat with minimal or no tension under the urethra. In order to remove the sheath, it is first necessary to grasp the two sides of the mid-point tab and peel them away from the center of the sheath as indicated by the arrows. The tab will then slide off of the two proximal ends of the sheath. Place a blunt instrument between the urethra and the mesh while adjusting and positioning the sling. When the appropriate tension is attained, remove the sheath to fully expose the mesh by pulling gently on both suprapubic ends of the sheath. Keep the blunt instrument in place under the urethra when removing the two ends of the sheath to ensure that over-tightening of the mesh does not occur. In the adverse events section, it states that complications associated with the proper implantation of the urethral support system may include, but are not limited to: temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant.